Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A patient with diabetes reported discovering a broken infusion set that caused insulin to leak onto their clothing. The issue was identified two days before it was reported. The patient¿s continuous glucose monitor reading rose to 400 mg/dl, and the hyperglycemia was corrected by changing the infusion site. The incident involved the patient, but no harm was reported.